Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump battery fully depleting and the pump shutting down. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the issue resolved and the customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 266(mg/dl).